Event description:
During an atrial fibrillation ablation procedure using a viewflex xtra ice catheter, the catheter tip was fractured. The viewflex xtra ice catheter was inserted through a 10f introducer, buckled inside the patient and would not straighten. The physician noted the patient's venous anatomy was complex. The catheter was removed and inspection revealed a fracture on the tip of the catheter. There wer no adverse consequences to the patient.